Event description:
It was reported the patient stopped receiving effective stimulation after he fell. It was also reported the patient has had migraines since the fall. Lead diagnostics, x-rays and cat scan revealed no anomalies. The patient will undergo surgical intervention due to the physician wanting to perform a lumbar and head MRI.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.